Event description:
It was reported that vessel dissection requiring intervention occurred. The 95% stenosed target lesion was located in the mildly calcium left anterior descending artery. After pre-dilation with 2.0 x 10mm maverick balloon catheter, a 3.5 x 16 mm promus premier drug-eluting stent (des) was advanced and deployed to treat the lesion at 16 atmospheres. However, during the procedure, a proximal edge dissection was found. Another 3.5 x 12 promus premier des was deployed to treat the dissection. No further patient complications reported, and the patient status was stable.